Manufacturer narrative:
Investigation conclusion:a review of the package insert (pi) was conducted for clarity of instructions. No issues were found. The customer's reported problem was related to a deviation from the instructions called out in the pi. Expired product used. Root cause: expired product use source: phone.

Event description:
Customer reporting a discordant sars result. Customer states they are symptomatic and initially tested positive but upon retest 5 days later received a negative result. Through interview it was found the customer was using an expired kit. No confirmation testing was performed.